Event description:
It was reported in the operating room that surgeon noticed when he was inserting the new m1000 that there was a micro tear on the silicone portion of the lead near the lead pin. Pre-op diagnostics were ok as well as diagnostics intra-op and post-op. The surgeon decided to keep the lead implanted and not move forward at this time with a replacement and will just monitor impedance. No wires were exposed and the tear was noted to be very small on the outer silicone. No additional relevant information has been received to date.